Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he jumped into his swimming pool a month ago while he was wearing the insulin pump; the device continued to work. However, the customer wore the insulin pump in the pool two weeks later; the device was in the pool for fifteen minutes. Two days after the second moisture exposure event the insulin pump had a blank display anomaly. The patient's blood glucose at the time of incident is unknown. During those two days there was fluid inside of the insulin pump, but the fluid was gone by the time of call. In addition to the blank display anomaly, the insulin pump began to beep and buzz. The insulin pump was not returned or replaced at this time.